Event description:
Our facility, (B)(6), recently switched to baxter spectrum iq infusion pumps. Prior to (B)(6) 2019 there was a "safety stop" regarding the pumps not infusing cold medications accurately. On (B)(6) 2019, I was infusing a cold antibiotic and less than half the medication was infused when the pump alerted me the infusion was complete. I alerted the entire regional executive team about the problem. Apparently this past weekend ((B)(6) 2019) there was another situation in which the pump did not infuse a critical medication to the pt (norepinephrine), and another safety stop was called, making the executive team aware. In this instance, the medication was not cold. According to the admins at our facility, baxter is aware of the problem. The problem is inconsistent, making it even scarier for nurses and physicians infusing medications through these pumps. The executive team of (B)(6) is acutely aware of the problem and have relevant documentation from two safety stops (including pt info and outcome). I have email communications to the executive available if necessary regarding the error in infusing my antibiotic. Do you have a picture of the product? Yes. FDA safety report ID# (B)(4).